Event description:
On an unknown date, this patient was implanted with a gore excluder aaa endoprosthesis. It was reported that the patient suffered a post-procedure aneurysm rupture. In 2009, the patient was converted to open surgical repair. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork could not be conducted, due to lot number not being available.